Event description:
Device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.